Event description:
It was reported that the patient had been experiencing increased baseline spasticity for one day, felt a "shock" from the pump, and momentarily felt like the pump was being pulled from his abdomen. It was also reported that the patient had been hospitalized. Additional information was received from a hcp reporting that the patient was hospitalized due to pneumonia. The hcp felt the increase in spasticity was also due to pneumonia, not likely due to a pump issue. It was further reported that the patient had experienced spasticity since the pump was implanted in (B)(6) 2012. A catheter dye study and a rotor study were done on (B)(6) 2012, and "looked good". A seroma was noted at the time of the study, and approximately 4 cc's of serosanguinous non-infected fluid was removed. The hcp felt that the patient likely had continued irritation at the pump site, possibly from bumping it on his chair. Per the hcp, "I am unsure why the spasticity is increased. My suspicion for infections is low as his labs are clear and his temp is normal". The pump is still in use. The patient is receiving compounded baclofen, at a concentration of 2000mcg/ml and a dose of 775.5 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: n/a product. Type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: n/a. Product type accessory. (B)(4).